Manufacturer narrative:
Additional information was received on 12/16/2019. In addition to the right sided rupture reported previously, bilateral capsular contracture (baker grade unknown) was also noted. See 1645337-2020-00414 for contralateral prosthesis report. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: during visual analysis of the sample a crease was found on the posterior view. Within the crease a tear measuring approximately 13.0 cm was noted on the anterior view. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had a 375cc mentor memorygel breast implant placed experienced right sided rupture post procedure. As a result, device replacement with allergan implants was performed on (B)(6) 2019.